Manufacturer narrative:
It was reported that the IV tubing broke within channel and IV fluid started leaking out. One sample model 2432-0007 was returned for investigation. The set was examined for defects and abnormalities. There was a rip at the upper silicone segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, the root cause is unknown because the issue started while the set was in use. A device history record review for model 2432-0007 lot number 23115006 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: description as reported : IV tubing broke within channel. IV fluid started leaking out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.